Manufacturer narrative:
No product will be returned. The customer¿s report of texium leak was confirmed per picture shows red fluid on the tip luer with its clear cover cap. The root cause of this failure was not identified.

Event description:
The customer reported a leak at the texium tip when administrating IV push doxorubicin(114mg/57ml). Approximately 5 ml was remaining in the syringe when red drops were noted on the user gloved hand and a drop on the patients arm. The rn stopped the IV push, checked the syringe which was secure and tight however noticed at the connection site there was red fluid . The tubing was check with no leak reported and then the user flushed to recheck the connection with no fluid leaked at this time. The user was able to finish administering the remaining 5ml doxorubicin. There was no report of patient or user harm.